Event description:
It was reported that the patient underwent an l5-s1 posterolateral spinal fusion tlif using rhbmp-2/acs. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. As a result, the patient developed chronic pain and radiculitis, emotional distress and mental anguish.

Event description:
It was reported that on: (B)(6) 2007, the patient presented with pre-op diagnosis of post - discectomy disc degeneration and foraminal stenosis, l5-s1 and underwent following procedures: posterolateral spinal fusion l5-s1. Tlif, l5-s1. Pedicle screw instrumentation l5-s1. Cage instrumentation l5-s1. Right iliac crest bone graft l5-s1. Per op notes, "...crest and cage trials were placed into the disc space ...corresponding cage was opened. Iliac crest autograft was placed. A large rhbmp-2/acs kit was prepared according to manufacturer's instruction. ..the large rhbmp-2 sponge was wrapped around some iliac crest autograft and this was packed against the anterior annulus..."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.